Manufacturer narrative:
.

Event description:
It was reported the system was removed due to infection. The type of medication, concentration, and daily dose being administered via the pump were not reported. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.